Event description:
It was reported that during a left upper lobe resection procedure, found that the staples were malformed after fourth firing. The staff changed another reload unit to complete the procedure. No patient consequence reported. Additional followup: on what tissue type was the device used? At what location on the tissue? Left upper lung and vessel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. If echelon, during which stroke did the event occur?3rd. What other color cartridges were used before and after this event? White before this event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Lower than expected. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). No device returned. The analysis results showed that one cartridge reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.